Event description:
It was reported that the device exhibited undersensing on the r-wave. The device remains in use and recommendation to reprogram sensitivity settings or reposition the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.